Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is documented in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer provided 1 patient sample tested for tsh, elecsys ft3 iii (ft3 iii) and elecsys ft4 assay (ft4) for investigation. Of the data provided, erroneous ft3 iii and ft4 results were identified between the customer's cobas 8000 e 602 module, an e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if the results generated at the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(4) for information on the ft4 erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 227001 with an expiration date of 01-mar-2018. The serial number for the customer's e602 module is not known.